Event description:
Procedure: laparoscopic cholecystectomy, lysis of adhesions. During the procedure the surgeon reported that the clip applier was cracking, popping in his hand. Surgeon had to remove one clip causing him to tear a vessel. Vessel repaired and the procedure was completed without further incident.